Manufacturer narrative:
Dtmb1qq ICD implanted: (B)(6) 2016; 459888 lead implanted: (B)(6) 2016.

Event description:
It was reported that there was occasional far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.